Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported repeated error 25588 pointing to the right master tool manipulator (mtmr). The intuitive technical support engineer (tse) checked the logs, verifying the errors pointing to the mtmr. The tse asked the customer to restart the system with power cycle, but the errors were still present. The customer converted the robotic surgery to laparoscopic surgery. In the morning there was another surgery, with no problems from the robot. The robot was then turned off and on again. The customer did not detect any problems and started with the surgery. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: the system functionality was checked upon powering on the system and the system initially powered on without errors. To resolve the reported issue/to continue the procedure the system was rebooted but the issue recurred. The case had been converted to traditional laparoscopic, but incisions were not increased. The patient tolerated the change.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi has not received the mtm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis and the reported failure was able to be reproduced during sine cycle. The axis 7 motor will be replaced as a fix. The complaint was confirmed based on the field evaluation and failure analysis.